Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view the usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system boards and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.